Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg leaked and contained foreign matter. The following information was provided by the initial reporter: "no lid = 1, crumpled label = 2 and stain = 1".

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated for the customer¿s indicated failure modes: wrinkled label, non-biological foreign matter(fm), and missing shield. Wrinkled tube label: bd life sciences received 6 photos from the customer facility for investigation. Based on the visual inspection of the photos, bd lifesciences observed ¿label defect¿, wrinkled labels on the product. There were no related quality notifications. All process and final inspections comply with specification requirements. Fm- bd life sciences received 7 photos from the customer facility for evaluation. The cap appears to have black debris on it. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. A number of projects are in place that will help reduce the potential of introducing fm into tubes. A team has also been established that¿s main focus is fm awareness and reduction. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Missing shiled - bd life sciences has received 7 photos from the customer facility for investigation. Based on the visual inspection, bd life sciences has observed the product to have a missing shield. The missing cap/stopper can happen if the stopper was crooked when it was pushed into the cap at the cap/stopper assembly operation. This cap/stopper assembly would not fit correctly on the tube causing the missing component. This defect would be culled from the production line. The device history records were reviewed for the incident lot and no issues were identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg leaked and contained foreign matter. The following information was provided by the initial reporter: "no lid = 1, crumpled label = 2 and stain = 1".